Event description:
The customer reported via phone call that they experienced a hypoglycemia. Customer blood glucose level was 3.0 mmol/l. Customer stated that the insulin pump had a critical pump error alarm. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. No further patient complication were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.